Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-02549. Reference MFR. Report: 1627487-2019-02550. It was reported the patient experienced ineffective stimulation in right foot. Field representative could not establish effective therapy during reprogramming. X-ray revealed lead migration. As a result, the patient is awaiting surgical intervention. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-02549; reference MFR. Report: 1627487-2019-02550.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-02549, reference MFR. Report: 1627487-2019-02550. Additional information provided the patient¿s weight.